Manufacturer narrative:
Investigation summary: the customer issued a complaint for separation force problem detected during customer process. Measurement results were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the ultrasafe plus x100l png clear safety device separated during a separation force test. The following information was provided by the initial reporter: on the (B)(6), as part of our ppq assembly protocol, 200 assembled devices were tested for separation force in ucb qc lab. 1 failure was observed out of the 200 devices tested, the limit being nlt44.5n.